Event description:
It was reported that the platform powers up, but does not give compressions. User reverted to manual CPR. No add'l info could be obtained. No adverse pt sequelae was reported.

Manufacturer narrative:
Reported complaint of "the platform powers up, but does not give compressions" was not verified. Date of the event is listed as (B)(6) 2013, the platform was received on (B)(4) 2013. The last session date prior to (B)(6) 2013 in the archive file was (B)(6) 2013. No sessions in the archive file matched the problem description. Furthermore, the customer did not disclose whether the platform indicated a user advisory. User advisory 12 (lifeband not present), meaning that the lifeband detection switch did not detect the lifeband's clip, was noted in the archive file. This may have been due to lifeband's clip not having been fully inserted. This may have caused the platform not to give compressions. During final test, pass-thru failed; battery compartment was replaced to remedy the problem. Platform was run with the test manikin and the large resuscitation test fixture ((B)(4)). No issues were observed.